Event description:
It was reported that on the electrogram intermittent atrial undersensing was observed. The atrial sensitivity was adjusted and the atrial lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d314trg implantable cardioverter defibrillator (ICD): (B)(6) 2012. 6947 implantable tachy lead: (B)(6) 2003. 4196 implantable pacing lead: (B)(6) 2012. (B)(4).